Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the olympus representative, the top part of the device broke off. There is no reported harm to any patient.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h4, h6, and h10. Device actual lot number (#) is kr176784; lot # kr176705 is device package lot #. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Particular area related to the event is inspection. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A visual inspection on the received condition of the device was performed. The ptfe pad (teflon pad) was inspected and found to be severely worn with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal and had some tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The exact cause of the issue cannot be conclusively identified. However, based on previous investigation results, it can be inferred that a likely cause of the severe wear of the teflon pad (tissue pad) might be the following. Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal and cut mode (this includes after tissue resection). This might have caused the tissue pad to severely wear out. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.